Manufacturer narrative:
Corrected data: in review, it was noted that some information were inadvertently missed in the initial report submitted such as the patient status was temporarily impaired. And that the best corrected visual acuity post-op stated pending light treatments. Moreover, the manufacture date of suspect product was populated incorrectly as feb. 23, 2021 in the initial report submitted. It should have been feb. 24, 2021. Therefore, these information has been captured and corrected in this supplemental MDR report and the field below was updated accordingly: section h4: device manufacture date: feb. 24, 2021. Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 04/15/2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint lens reveal that it was cut in half. No issues that could have caused or contributed to the complaint issue were observed. A search of complaints related to this production order was performed in the system. The search revealed several other complaint folders. Although these complaint issues reported are related, the issue could not be confirmed as related to manufacturing. Based on results, no escalations are required. The complaint issue "explant" and "visual disturbance- dysphotopsia" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from the patient's right eye due to dysphotopsia. The lens was fully inserted and removed in a secondary procedure and replaced with a non jnj lens. The issue was identified during post-operative examination. The patient had difficulty seeing at work. The pre-operative best corrected visual acuity was 20/40. There was no incision enlarged, no sutures or unplanned vitrectomy required. No other information was provided.

Manufacturer narrative:
Section a4 and a5 (race): unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.